Event description:
Philips received a complaint by the customer on the v60 indicating that while performing (B)(4), it was observed that there was an error 1113 check vent: barometer calibration data error message that displayed. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced da pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00182. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the da pcba board into a pi ventilator to duplicate the reported issue. The pil technician could not duplicate the reported failure of error 1113 check vent: barometer calibration data error message. After further analysis, the technician could conclude that the u5(barometric pressure sensor) on suspect data acquisition pca operates as designed. There was no fault found on the returned da pcba.